Event description:
The customer reported that during an ladg, oozing occurred although an end tone, indicating a completed seal cycle, was heard. The surgeon increased the power setting to 3 bars and completed the sealing. A new device was used to finished the procedure. There was no pt injury.

Manufacturer narrative:
(B)(4). The incident device has been received and is under evaluation. When the device evaluation is completed a follow-up report will be submitted.